Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus to address the high bg. Customer support assisted patient with loading new cartridge using proper technique, and patient was able to resume insulin therapy; support planned to call back for more troubleshooting, while pump replacement was arranged and patient awaited further follow-up.